Event description:
The customer stated that the insulin pump gave a motor error alarm over the weekend. The customer also reported unresponsive buttons and a frozen screen. Troubleshooting was performed, and no damage to the drive support cap was noted. However, the screen remained frozen. The customer also stated that he has had several MRI, x-ray and CT scans while wearing the insulin pump. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.